Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial # unknown, product type: accessory. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing poor communication. The caller states he is unable to sync while the patient programmer antenna is attached. The caller is seeing the poor communication screen. The caller tried turning the patient programmer on and off. Troubleshooting involved having the caller confirm that the antenna is secure and to sync with the ins. This did not resolve the issue. The caller then tried connecting with just the patient programmer over the ins and this resolved the issue. There was a communication failure with the patient programmer antenna. No out of box failure was reported. No symptoms were reported. A replacement patient programmer antenna was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID 37092 lot# serial# unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the replacement patient programmer (pp) antenna did not resolve the issue. Patient stated that the same problem persisted and they think the jack in the pp is defective.